Event description:
On (B)(6) 2012, a nurse reported leaking at the junction between the tubing and the luer lock for several IV tubing sets, item # (B)(4), lot #20111115 to the product vendor. No further IV sets from this lot were used by the nurse after (B)(6) 2012.